Manufacturer narrative:
This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient experienced infection at the implant site, and was treated with intravenous and oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.